Event description:
It was reported that the patient device was removed due to infection and the patient was re-implanted with a new device within the past few days.

Manufacturer narrative:
Product ID: 3093-28 lot# va0610q, implanted: 2013 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 8840 lot# serial# unknown, product type programmer, physician. (B)(4).